Event description:
It was reported that during jotdx implant, the insertable cardiac monitor (icm) failed to be interrogated via bluetooth telemetry, and a magnet response could not be received. This device was not used for implant on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The reported events of communication anomalies and incorrect model number displayed were confirmed. Upon receipt, the device could not be interrogated using a merlin programmer. Final analysis of the device image identified an incorrect model number stored in the memory registers. The firmware was reloaded, and subsequent analysis, including electrical and telemetry testing, demonstrated normal device functionality. Based on the provided information, it was seen that the model number was set to 3100. The ¿cannot interrogate¿ dialog displayed by the programmer is expected as the model number was not either 3500 or 4500 for the confirm rx or jot dx family devices. The presence of an incorrect model number in the memory registers is consistent with firmware corruption and aligns with the reported event. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.